Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced, resistance was met with the heavily calcified, moderately tortuous and 99% stenosed anatomy resulting in the reported failure to advance. During removal interaction with the guiding catheter resulted in the reported material deformation (flared) thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric, de novo lesion located in the heavily calcified, moderately tortuous, 99% stenosed left anterior descending coronary artery. After pre-dilatation was performed, a 2.5 x 18 mm xience alpine stent delivery system (sds) was advanced to the target lesion; however, it was unable to cross. During removal of the sds from the anatomy the stent implant caught on the tip of the guiding catheter which resulted in flared proximal stent struts. A new same size device was able to cross the target lesion with the use of a guideliner catheter. The procedure was completed after stenting. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.